Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented remotely via merlin.net transmission on (B)(6) 2019. Review of the transmission noted that the device is oversensing and binning the events as ventricular fibrillation. No electromagnetic interference was noticed. The clinician suspects the oversensing to be due to the right ventricular lead. Lead revision was discussed. There were no known patient consequences due to the oversensing. Related manufacturer reference number: 2017865-2018-18406.